Event description:
It was reported that the patients implantable pulse generator (ipg) was not communicating with the remote control (rc) after the patient received an end of battery life message on the rc. It was also noted that the patient was a moderate frequency user and the ipg had migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.